Event description:
It was reported that the asymptomatic patient presented in-clinic for follow up. The device exhibited post-paced t-wave oversensing on the ventricular channel via review of real-time egm. The ICD was reprogrammed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.